Event description:
During knee surgery, a piece of metal allegedly separated from the tip of an arthroscope sheath and remained in pt's knee. Approx one month later because pt was constantly complaining of pain in their right knee x-rays were taken which revealed the presence of the metal part. In 2004 the pt underwent surgery to remove metal part.